Event description:
Vns pt has experienced several episodes of tachycardia over the past month. It was reported that during one of the recent incidents, the pt's heart rate was over 200 beats per minute for approx one and one half hours. The tachycardia does not coincide with stimulation and device settings had not been changed for over 2 months. Initial reporter indicated that the incidents of tachycardia may not be related to the vns.